Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the device was removed and the plastic scope tip was missing. Another scope was obtained and the patient was placed on their left side. The scope was inserted and the plastic scope tip was found in the hypopharnx and removed using a roth net without incident to the patient. There was no delay in the procedure but the length of the procedure was extended retrieving the end cap. There was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation and correction to d10. The device was not returned. Although a definitive root cause could not be identified, based on the results of the investigation, it is likely the following led to the malfunction: the subject distal cover was not attached on the device firmly. Stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. Olympus will continue to monitor field performance for this device.